Event description:
A doctor alleged that two (2) patients had experienced a reaction with symptoms of mouth pain and sensitivity after procedures were completed using the optibond xtr product. This is the first of two (2) reports.

Manufacturer narrative:
The patient had experienced pain and sensitivity immediately after placement of the optibond xtr product. The patient was prescribed magic swizzle for treatment. To date, the symptoms have subsided. The patient has fully recovered and is doing fine. The product was returned and a visual evaluation was performed, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.